Event description:
Customer called to report that the unicel dxc 800 synchron system stopped functioning when it gave a "hydro smart module communication" error. Customer also stated that the waste exit sump canister produced a fluid leak of approximately 20 milliliters. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by advising customer to shutdown the instrument in order to reset the hydro smart module. This prompted the waste exit sump to properly drain, and no longer leak. The cts called customer back to confirm that the troubleshooting effectively resolved the leak issue. Customer stated that no one, including patients and instrument operators, was harmed or affected by the leak.

Manufacturer narrative:
Although the root cause is unknown, the fluid leak was resolved through troubleshooting when customer shutdown the instrument and the hydro smart module was reset. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)